Event description:
It was reported that during a procedure, on an unknown date, the tip broke off on an extraction screwdriver. No further information is available at this time. This is 1 of 1 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. The device was returned because it was not working correctly during a procedure. The product was received at service and repair and was found to have the tip broken off. Device was discarded by service and repair. There is no further information available on this event. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If any other information is received this will be reported via a supplement.

Event description:
Updated information, normal warranty items and no patient involvement. No further information will be made available.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. No further information will be made available. The device was returned because it was not working correctly, the device was not used in a procedure.